Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope/near syncope and went to the ER (emergency room). An interrogation of the implantable cardioverter defibrillator (ICD) was performed and review of the interrogation report indicated that there was one episode where possibly a shock given for rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the patient¿s symptoms were not related to the device performance and that the patient¿s medication was changed and given.